Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt presented with an accurate refraction. The surgeon indicated the position of iol was at 100 degrees. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause has not been identified. (B)(4).